Event description:
A customer reported that during a cataract extraction procedure, the handpiece "closed" and made a noise. The patient experienced a thermal burn. Additional information provided by the scrub technician indicated there were no consumables saved for evaluation. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).